Event description:
Caller states that the customer was treated due to hypoglycemia, and hospitalized due to hyperglycemia, within 24 hours of using his meter back in 2008. Customer attempted to use the meter, but there were power issues and error messages displayed. Customer was using expired strips at the time of the attempt to use the meter. Customer passed out within 24 hours of attempting to use the meter. Caller gave the customer liquid glucose and juice. Customer revived within 15 minutes. Caller then took the customer to the doctor, where they obtained a high reading (value not provided) on the doctor's meter. Doctor gave the customer an unknown type and amount of insulin based on the high reading. Customer was then admitted to the hospital and remained for two weeks. Requested return of suspect device and replacement was sent.